Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurement due to lead dislodgment as confirmed through fluoroscopy. This ra lead was explanted and is no longer in service. No additional adverse patient effects were reported.